Event description:
Related manufacturer reference number: 2017865-2022-08887. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was elevated high voltage lead impedance on the right ventricular(rv) lead and failure to capture on the left ventricular (lv) lead. The physician capped and replaced the leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation lead impedance was not confirmed. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.